Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was patient reported the unit keeps turning itself off over the last 3 weeks and progressively getting worse. Patient stated she was not sure if the ins was turning itself off prior to 3 weeks ago. Patient stated she reset the controller but that is not helping. Patient stated the controller keeps going into MRI mode on its own. Patient stated the ins erratically turned off without the controller near her or close to her. Patient stated the ins will turn off and turn itself back on randomly without controller near her. Patient services (ps) assisted patient with resetting the controller. Controller power on, controller showed ins 60% and controller 100% charged. Patient is on group a, p1 @ 4.3v. Ps asked if patient had fall or trauma and patient said she almost fall but no falls and no hard fall. Patient stated the therapy helped her balance because she lost balance with the pain and therapy has helped her balance and pain. A new controller was requested.  No symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial# (B)(4), product type: programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient's unit / ins is cutting on/off at night for 4 weeks and its doing it more and more. Patient stated she stop feeling the tingling on both legs and when she increase the stimulation then she starts feeling the tingling again and that's why their manufacturer representative said to replace the battery pack in the controller. Patient services (ps) asked patient to connect to ins and controller shows ins 80%, controller 100% charged. The issue was not resolved. A new battery pack was requested.

Manufacturer narrative:
Continuation of d10: product ID: 97745 bp. Serial#: (B)(6). Product type: accessory. Product type: programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.